Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed entitled: "conversion to hemiarthroplasty as a salvage procedure for failed reverse shoulder arthroplasty", by michael c. Glanzmann, md, et al, published in the journal of shoulder and elbow surgery. Authors reported on 16 patients who were revised to hemiarthroplasty following failed reverse shoulder arthroplasty. Seven of the sixteen patients originally had depuy delta iii reverse shoulder arthroplasty implants. Each of the seven patients will be reported on a separate complaint. This complaint addresses patient 3, a rheumatoid arthritis patient revised for glenoid construct loosening and implant fracture of locking screw, at a reported 12.8 years after primary, with conversion to hemiarthroplasty.

Manufacturer narrative:
(B)(4). Investigation summary no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.